Event description:
It was reported that a malfunction occurred with a malfunction code displayed as malf 12. There was no adverse impact to the customer's blood glucose level. The customer had not previously reset the pump for this malfunction, so technical support provided instructions and assisted with resetting the pump. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue reappeared.